Event description:
The customer called to report that at 185 ml whole blood processed, the system pressure dome popped off and blood spilled onto the pump deck. The customer reported that no alarms occurred during prime. The procedure was aborted at this point. The pt was reported to be in stable condition. No service order was generated. The smart card was returned for eval.

Manufacturer narrative:
A batch record review of lot c355 was conducted. There were no nonconformities associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, pressure dome membrane leak. No trend was detected. Pressure dome membrane leak was investigated through CAPA (B)(4) and CAPA (B)(4). CAPA (B)(4) was closed. Product return analysis feedback: the smart card was returned for analysis. The cause for the blood leak that was reported could not be determined from the info available. Based on the available info it could not be determined if the kit met specifications. Based on the analysis for this complaint, no remedial action was taken. The assessment is based on info available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).